Event description:
It was reported that the patient was experiencing recurring incontinence even with his artificial urinary sphincter (aus) device activated. "Ams800 was placed on (B)(6) last year, and started functioning this year. The device was functioning without problem. Ams800 was deactivated once due to shoulder joint surgery will be performed. After ams800 was started to activate again after the shoulder joint surgery, urine leakage suddenly increased. Checking was performed with the endoscope, but cuff appeared to be working properly. The alleged device was not seemed to be defective, but since the cause and the countermeasure of the issue could not be known, the manufacturer has been inquired. Urine leakage was more immediately after the procedure, but urine was collected in the bladder. Facility will be visited on (B)(6), and the image will be checked." Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. It was further reported that when the MRI image was checked the device looked normal and was functioning properly. The doctor commented that the patient is 80 years old with overactive bladder. He has taken anticholinergic medication to treat it. The doctor believes the patient forgot to take his medication which led to the incontinence. Or the patient operated the device wrongly and the device stopped working. The patient will come to the hospital on (B)(6) 2019 for follow-up where the doctor will check for these possibilities and to see if the incontinence continues. It was also further reported that on (B)(6) 2019 the patient underwent shoulder arthroplasty for right shoulder deformity. Following the surgery the patient had not taken his anticholinergic drug for overactive balder, and his incontinence returned. On (B)(6) 2019 the patient came to the hospital and claimed incontinence. A new drug, betanis, was given. The patient took the drug and the incontinence improved. On (B)(6) 2019 the patient's incontinence improved and the patient is now happy about it. There is no device problem and the device will continue to use it. The doctor believes the patient's medical history of overactive balder influenced this event.

Event description:
It was reported that the patient was experiencing recurring incontinence even with his artificial urinary sphincter (aus) device activated. "Ams800 was placed on (B)(6) last year, and started functioning this year. The device was functioning without problem. Ams800 was deactivated once due to shoulder joint surgery will be performed. After ams800 was started to activate again after the shoulder joint surgery, urine leakage suddenly increased. Checking was performed with the endoscope, but cuff appeared to be working properly. The alleged device was not seemed to be defective, but since the cause and the countermeasure of the issue could not be known, the manufacturer has been inquired. Urine leakage was more immediately after the procedure, but urine was collected in the bladder. Facility will be visited on june 10, and the image will be checked." Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.